Event description:
Device 1 of 2 reference MFR#: 1627487-2014-023420. It was reported the patient is not satisfied with her pain coverage. Reprogramming did not resolve the issue. Subsequently, the patient desires to undergo surgical intervention and have her scs system removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.